Manufacturer narrative:
(B)(4). Unable to perform displacement test due to missing retainer. Unit received with broken reservoir tube lip, cracked lcd window, broken battery tube threads, fading serial number label, keypad overlay texture damage, cracked select button keypad overlay and minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump has a crack. The insulin pump will be returned for analysis.